Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting did not occur with tandem's technical support as the customer had already changed out all the supplies. Customer's blood glucose level was 295 mg/dl. Reportedly, the customer administered a bolus.